Event description:
Sent an incident report indicating that the device was "programmed to 2.4 volts since implant as chronic leads. Approaching eri at 4 years - battery voltage 2.68/battery impedance 3 kohms in 2006, the pt was referred for a box change. At box change in 2006 battery voltage was 2.66 volts, impedance 7 kohms. Thus, premature end of life and very rapid and unexpected rise in battery impedance over the three weeks prior to box change".

Manufacturer narrative:
The returned programmer printouts were inspected. The battery lead telemetry in 2006 showed a battery impedance of 3.0 k ohm. The pacemaker was still implanted during this measurement. The pacemaker interrogation in 2006 - 22 days later - indicated the battery status eri and a battery impedance of 7 k ohm. This measurement was done after the explantation of the pacemaker as noted by the hand-written remark. Additionally, this is confirmed by the fact that no leads were attached during the measurement which results in a measured lead impedance of ">3200 ohm" and the drop of the battery current down to 7 ua. The pacemaker was subjected to an incoming inspection. The battery status was eri. Two sample leads were attached, and a battery lead telemetry was performed at 22 degrees c. This measurement indicated a battery impedance of 6.0 k ohm. Thus, the battery status and impedance measure at 22 degrees c were consistent with the battery condition assessed. Subsequently, the pacemaker was subjected to 37 degrees c and the battery lead telemetry measurement was repeated. The battery status was now ok and with a battery impedance of 3.5 k ohm. This is consistent with the result. The battery current of 16ua corresponds to the value measured at 22 degrees c and to the current measured, confirming that the electronic module had no increased current consumption. In summary, this pacemaker is not defective. The impedance of lithium-iodine batteries in perceptibly temperature dependent. Thus, the impedance measured after explantation - presumably at room temperature - indicated a substantially higher value compared to the impedance while implanted. This is expected and does not indicate a device malfunction. The analysis showed that the impedance of this battery was 3.5 k ohm at 37 degrees c. Therefore, this battery was not depleted as indicated by the printout. This is underlined by the fact that the same battery shows 6 k ohm at 22 degrees c corresponding to the value measured after explantation at unk temperature.